Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The xpert pro device referenced is being filed under a separate medwatch report#.

Event description:
It was reported that during a procedure of the heavily calcified posterior tibia artery, the 3.0 x 40 mm xpert pro stent delivery system (sds) met resistance advancing over the 0.014 command guide wire; the guide wire was moved from position and a vessel dissection occurred. The two devices could not be removed separately and were removed together from the anatomy. Although additional procedure time was noted, it was not clinically significant and a different xpert pro stent was used successfully at the lesion and treated the dissection. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of dissection is listed in the hi-torque guide wires for pta instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.